Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged one day post implant. Oversensing resulted in an inappropriate shock. A revision procedure was performed. The patient refused to have the lead repositioned and insisted on removal of the entire system. No adverse patient effects were reported.